Event description:
A mayfield modified skull clamp was reported to have slipped during a procedure. The pt was pinned using mayfield disposable skull pins. It was reported the surgeon used the correct method and the applied force of 60 pounds displayed on the torque screw. The pt was prone when the pt's skull appeared to slip from the clamp. The pt incurred superficial facial injuries as a result of the slippage.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.